Event description:
During the procedure, a physician used a wilson-cook zilver expandable metal biliary stent system to successfully place a stent in the common biliary duct. When removal of the introduction system was attempted, the distal portion of the introducer detached while inside the duct. The physician facilitated removal by clamping the detached portion of the introducer with the elevator of the endoscope. An injury to the pt was not reported.